Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('painful heavy long periods') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy long periods"), ovulation pain ("pain during ovulation"), palpitations ("palpitation"), stress ("stress"), migraine ("migraines"), feeling abnormal ("spacy a lot/ did not feel good"), fatigue ("tired"), nausea ("sick to my stomach"), mood altered ("moody"), abdominal discomfort ("sick to my stomach"), urinary incontinence ("bladder leakage"), pelvic pain ("pain"), pruritus ("scalp is soo itchy"), alopecia ("hair loss"), acne ("acne before period "), arthralgia ("joint pain"), loss of libido ("no sex drive"), mood swings ("mood swings"), menstruation irregular ("periods were actually regular and lighter than normal"), hypothyroidism ("hypothyroidism") and abdominal distension ("ebelly - look pregnant") and was found to have weight increased ("I am over weight"). The patient was treated with surgery (scheduled surgery on (B)(6) 2015). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, ovulation pain, stress, migraine, feeling abnormal, fatigue, nausea, mood altered, urinary incontinence, pelvic pain, pruritus, alopecia, arthralgia, loss of libido, mood swings, menstruation irregular, hypothyroidism, weight increased and abdominal distension outcome was unknown and the palpitations had resolved. The reporter considered abdominal discomfort, abdominal distension, acne, alopecia, arthralgia, dysmenorrhoea, fatigue, feeling abnormal, hypothyroidism, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, ovulation pain, palpitations, pelvic pain, pruritus, stress, urinary incontinence and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) had it since (B)(6) 2013. "Concerning the injuries reported in this case, the following one was reported via social media: fatigue, feeling abnormal, migraine, mood altered, nausea, palpitations , stress,alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event I am over weight and e-belly event was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('painful heavy long periods') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy long periods"), ovulation pain ("pain during ovulation"), palpitations ("palpitation"), stress ("stress"), migraine ("migraines"), feeling abnormal ("spacey a lot/ did not feel good"), fatigue ("tired"), nausea ("sick to my stomach"), mood altered ("moody"), abdominal discomfort ("sick to my stomach"), urinary incontinence ("bladder leakage"), pelvic pain ("pain"), pruritus ("scalp is soo itchy"), alopecia ("hair loss") and acne ("acne before period "). The patient was treated with surgery (scheduled surgery on (B)(6) 2015). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, ovulation pain, stress, migraine, feeling abnormal, fatigue, nausea, mood altered, urinary incontinence, pelvic pain, pruritus and alopecia outcome was unknown and the palpitations had resolved. The reporter considered abdominal discomfort, acne, alopecia, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, migraine, mood altered, nausea, ovulation pain, palpitations, pelvic pain, pruritus, stress and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-213973 had it since august/september 2013. "Concerning the injuries reported in this case, the following one was reported via social media: fatigue, feeling abnormal, migraine, mood altered, nausea, palpitations , stress,alopecia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event acne before period was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('painful heavy long periods') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy long periods"), ovulation pain ("pain during ovulation"), palpitations ("palpitation"), stress ("stress"), migraine ("migraines"), feeling abnormal ("spacey a lot/ did not feel good"), fatigue ("tired"), nausea ("sick to my stomach"), mood altered ("moody"), abdominal discomfort ("sick to my stomach"), urinary incontinence ("bladder leakage"), pelvic pain ("pain"), pruritus ("scalp is soo itchy"), alopecia ("hair loss"), acne ("acne before period "), arthralgia ("joint pain"), loss of libido ("no sex drive"), mood swings ("mood swings"), menstruation irregular ("periods were actually regular and lighter than normal") and hypothyroidism ("hypothyoidism"). The patient was treated with surgery (scheduled surgery on (B)(6) 2015). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, ovulation pain, stress, migraine, feeling abnormal, fatigue, nausea, mood altered, urinary incontinence, pelvic pain, pruritus, alopecia, arthralgia, loss of libido, mood swings, menstruation irregular and hypothyroidism outcome was unknown and the palpitations had resolved. The reporter considered abdominal discomfort, acne, alopecia, arthralgia, dysmenorrhoea, fatigue, feeling abnormal, hypothyroidism, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, ovulation pain, palpitations, pelvic pain, pruritus, stress and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) had it since (B)(6) 2013. "Concerning the injuries reported in this case, the following one was reported via social media: fatigue, feeling abnormal, migraine, mood altered, nausea, palpitations , stress,alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: events added- menstruation irregular, hypothyroidism, loss of libido, arthralgia and mood swings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('painful heavy long periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy long periods"), ovulation pain ("pain during ovulation"), palpitations ("palpitation"), stress ("stress"), migraine ("migraines"), feeling abnormal ("spacey a lot/ did not feel good"), fatigue ("tired"), nausea ("sick to my stomach"), mood altered ("moody"), abdominal discomfort ("sick to my stomach"), urinary incontinence ("bladder leakage"), pelvic pain ("pain"), pruritus ("scalp is soo itchy") and alopecia ("hair loss"). The patient was treated with surgery (scheduled surgery on (B)(6) 2015). At the time of the report, the menorrhagia, dysmenorrhoea, ovulation pain, stress, migraine, feeling abnormal, fatigue, nausea, mood altered, urinary incontinence, pelvic pain, pruritus and alopecia outcome was unknown and the palpitations had resolved. The reporter considered abdominal discomfort, alopecia, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, migraine, mood altered, nausea, ovulation pain, palpitations, pelvic pain, pruritus, stress and urinary incontinence to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). "Concerning the injuries reported in this case, the following one was reported via social media: fatigue, feeling abnormal, migraine, mood altered, nausea, palpitations , stress,alopecia. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event menorrhagia marked as serious and incident as surgery was scheduled. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.